Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced persistent hyperglycemia for approximately 24 hours. The user subsequently developed vomiting, weakness, confusion, inability to stand due to muscle weakness, and required ems transport to the hospital where blood glucose was reportedly measured at 1043 mg/dl. The user's daughter was unable to identify a cause for the event and reported that ems removed the infusion supplies before they could be inspected for abnormalities. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Multiple follow-up attempts were made to obtain additional hospitalization information; however, no additional information was obtained. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 1043 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026 and treated with insulin and IV fluids. After multiple attempts, the discharge date and long-term health effects remain unknown.